Manufacturer narrative:
(B)(4). Glenoid spoke reamer was returned with the straight driver and without locking screw. The components remained stuck together. Visual exam verified tin coating of reamer's edge was worn and the straight driver showed some damage to anti-rotation tabs and some damage wear on the attachment feature. The drill was observed seized on the driver. Review of the reamer lot indicated approximate field age is 6 years and 10 months. Device is used for treatment. The exact cause of fracture cannot be determined with certainty. This type of failure may occur if the reamer locking screw of the reamer is not completely and securely screwed into the driver. This situation may allow the reaming torque and any bending forces to be applied to the locking screw instead of being transmitted by the reamer body's facets to the tabs of the driver. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It was reported during surgery, the surgeon was using the glenoid reamer and the locking screw of the glenoid spoke reamer assembly fractured while in use.